Event description:
A pt reportedly experienced respiratory depression and somnolence while receiving meperidine pca. She was originally receiving morphine 2-4mg IV every 1 to 2 hours post-operatively. At 2100, a pca pump was ordered and the analgesia was changed to meperidine 10mg/ml, 25mg pca bolus available every 60 minutes with a 300mg 4 hours limit. At approximately 2230, the pt was found somnolent. She rec'd 2 amps of narcan. She responded well and "was ok" with no adverse sequelae reported. No info available regarding amount of meperidine delivered per display screen or amount of meperidine delivered per display screen or amount gone from the IV container. Risk manager states there is no evidenc of an overdelivery; the pt may have had an "abnormal reaction to the meperidine." No additional info was available.